Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the device was being replaced due to reaching eri due to normal battery depletion with the high impedance noted initially in 2019. At the time of the high impedances the patient was able to establish effective therapy in addition to having effective therapy with the new implant. After replacing the device the high impedances remained, but no further action was going to be taken and the cause of the high impedance remained unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was changing from activa pc to percept pc today and during the check of the activa pc, rep noticed that they were seeing high impedances on the right side today and could not run therapy impedances on the activa pc. Right lead is showing the following: monopolars in the 5500-8000 ohms. Bipolar pair 9/11 was 6171 ohms, 9/10 was at 3300 ohms. Rep didn't have time to provide any further information due to pt heading into surgery. Ts sent email to rep asking for further details. Activa pc right side: 1.6v, 60pw, 150 hz, contacts 9/11 at 6171 ohms. Estimated ma = .25ma, if using 9/10 as option of 3300 ohms, estimated amplitude = .5 ma. The full email response from rep received 12-dec-2022 was attached. The date of the event was provided and the device was replaced due to eri. The high impedance was known prior to interrogation the day of device replacement, since approximately 2019.